Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer replaced pump supplies and resumed insulin therapy. Customers blood glucose was 112 to 256 mg/dl.